Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one extended opening, missing shell and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken crease sharp, one opening crease smooth, stress marks and wear abrasion. Based on the device analysis the final assessment is: a crease sharp edge broken in the side radius assessed as fold flaw opening. One opening crease smooth in the side radius assessed as fold flaw opening. Missing shell assessed as inconclusive. Additional, changed, and/or corrected data: b.5, d.6b, d.9, h.3, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.